Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pulse generator implant procedure. During the procedure, the atrial lead became dislodged twice after two attempts to fixate the lead. The lead helix then became difficult to retract. The physician stated he felt a lot of torque on the lead. A different lead was then used to complete the procedure. No complications were noted and the patient remained in stable condition.